Manufacturer narrative:
The manufacturer was contacted in reference to a ds2adv auto CPAP. The patient has alleged sleep apnea, dry nose. Medical intervention was not specified.the device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged sleep apnea, dry nose. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information regarding a ds2adv auto CPAP. The patient alleged nose is dry in the morning and nose splitting. Medical intervention was not specified. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable.